Manufacturer narrative:
(B)(4). Patient was born in 1947. Concomitant medical products: item # 010000667 g7 pps ltd acet shell 60g lot# 6166752, item# 010000734 g7 neutral arcomxl lnr 32mm g lot# 6148107, item #192114 echo por fmrl lat nc 14x150mm lot#751320. Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR"s submitted for this report:0001825034 - 2018 - 03465.

Event description:
It was reported patient experienced "dislocation sensation" approximately one day post initial implantation. Attempts have been made for further information; however, no additional information provided.

Manufacturer narrative:
(B)(4). X-ray review by radiologist states left hip arthroplasty components are anatomically aligned. There is no evidence of fracture, dislocation or subsidence; therefore, complaint is not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.